Event description:
Pt discharged from neonatal intensive care and given formula and nipples for home use. Parents discovered a foreign body in the nipple (metal?) Called hosp and brought the nipples back. The product was replaced with no known pt sequelae from this occurrence.